Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious (important medical event for device malfunction was added). This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 03-nov-2017 from a nurse. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later 1 day after starting treatment, the patient experienced fever of 101.5, increased pain and increased swelling, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020). On (B)(6) 2017, 1 day after starting treatment, the patient experienced fever of 101.5 (units and normal range not provided), increased pain and increased swelling. Corrective treatment: not reported for all the events outcome: unknown for all the events a pharmaceutical technical complaint was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction. Additional information was received on 22-nov-2017. Global ptc number was added. An additional event for device malfunction was added with details. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who has experienced fever, increased pain, and swelling after receiving synvisc one injection from the recalled lot. Based on the available information, temporal relationship can be established between the event and suspect product. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.